Manufacturer narrative:
Product complaint # (B)(4). Upon further review, the complaint will remain open and the devices will be coded with device end of life due to the allegations that the planers were dull in both cases.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the calcar planers were dull on both cases and needed to be replaced. We got through the case but they were not as sharp as the need to be. The cases were completed without any further issue. There was no deficiency with the product. The instrument broke during the case and all the pieces were retrieved. There was no surgical delay. (B)(4) is linked to (B)(4) captures the "initial" case mentioned in the event description.